Event description:
The patient reports "extradural granuloma" was diagnosed in fall of 2005. Surgery was performed 2005 to remove mass. The patient has had pump therapy since 1991-concentration of mso4 was increased to 50mg/ml in the last year. The patient reports in 2006 she began to lose some function in her legs and now must "shuffle walk."